Event description:
Had essure in (B)(6) 2013 after doctor wouldn't do a tubal ligation. Had test done to make sure blockage was done. Tubes were blocked. I had my first period in (B)(4), it was normal, then when I had one in (B)(4) it lasted over 14 days, and I had heavy bleeding. Each month after has been heavy and lasting 14 plus days. I have sever pelvic pain, my muscles hurts, my back hurts. I feel extremely exhausted, my chest feels heavy, and so much more. (B)(4).